Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). Covidien was not authorized to repair the ventilator.

Event description:
Report received that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.